Manufacturer narrative:
H3: product analysis : 706756192- product:955-525, lotno:34189 the handle screw is adhered to the screw at the cable tip. As such, it cannot be disassembled and the cable must be disconnected for repair. Broken bearing and joint old model were observed. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a flex arm assembly. It was re ported that the instrument does not change even when the ring is rotated, does not become tighten when tightened, does not loosen when loosened. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
Section e: initial reporter details are unknown h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.